Event description:
Sudden loss vision left side and left hemiparesis/hemisensory. Taken by ems ambulance to a stroke receiving center, local ems diverts to under program, started 2009. Nihss 4. Had CT perfusion, CT, cta, results phoned to ed 1330 that right posterior cerebral was blocked a bit distal to p2 origin. Also that CT perfusion showed potential to reverse damage. Nihss then 2 -normal is 0-. Ed doctor dictated that since pt improved was not a candidate for IV rtpa/activase, but ed md felt excellent candidate for merci procedure and allegedly that neurologist agreed. Pt was sent for full angiogram and ia procedure after visit with interventionalist. Family alleges they were pressured to do procedure. A few units ia tpa did not open artery and so merci device used, threaded up r vert, basilar to r pca. Four passes were done and two retrieved some clot, but dye extravasated into csf on last pass. CT with massive subarachnoid bleed both hemispheres and around entire brainstem. Put into coma, hypothermia. On 5th day, severe pan vessel vasospasm including basilar and contralateral side. Third angiogram done also. Total of 6 or more cts. Woke up with cognitive deficits, l weakness and numbness, and dense visual field cut. Now sox months later, can barely walk with hemiwalker, no fine finger movements l hand, dense complete visual field cut l. CT with large r post cerebral artery stroke but also thalamus and int capsule area. Neuropsychtesting abnormal. Hard to read etc. In retrospect may have been focal dissection as father had same. However, not diagnosed preprocedure. Issue permanent damage, radiation exposure, need of meds, risk of epilepsy, possibly will never drive etc. I am not sure the other hospital did a medwatch report or if report to MFR so this could be a duplicate report. I met pt at his second hospital where he spent 2 weeks acute inpt rehab for his "stroke" where he is about to be discharged. This other hospital has other cases where the merci is used off label. I am not aware of a registry where all off label uses of merci, and penumbra are tracked. Dates of use: 2009. Diagnosis or reason for use: stroke with in 2 hours. Off label as should have gotten.